Event description:
It was alleged that while attempting to engage/disengage the brakes of the device, a (B)(6) nurse ruptured her plantar plate in her foot. It was alleged that she sought medical attention as a result of the alleged event.

Manufacturer narrative:
No component level defect was alleged with the device. The nurse ruptured (tore) her plantar plate (toe ligament) in her foot and received medical attention. The serial number of the device could not be identified. The sales account manager discussed proper ergonomics and training when activating the brake/steer pedal on these devices. The customer was unable to identify the device.

Event description:
It was alleged that while attempting to engage/disengage the brakes of the device, a (B)(6) nurse ruptured her plantar plate in her foot. It was alleged that she sought medical attention as a result of the alleged event.